Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient underwent an endoscopic procedure which showed a pyloric ulcer caused by the intestinal tube. There was also a knot in the tube and a bezoar. The tube was removed and the patient was treated with peptonorm (2x2) & penrazol (1x1).